Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2025, the patient experienced symptoms of sweating and shaking. A bg reading was taken, showing a level of 41 mg/dl, while the cgm displayed a reading of 54 mg/dl and issued an alert. The patient reported that the cgm did not alert her until the glucose level had dropped to 54 mg/dl. It was confirmed that the cgm had previously shown a reading of 119 mg/dl before rapidly declining to 54 mg/dl, at which point it skipped the standard ¿low¿ and ¿urgent low soon¿ alerts and went directly to the ¿urgent low¿ alert. The patient was assisted by a friend, who administered one glass of apple juice and glucagon. Emergency medical services (ems) were called and responded to the scene. Ems conducted a wellness check and monitoring but did not transport the patient, as her condition had stabilized. Following treatment, the patient¿s bg level rose to approximately 100 mg/dl. At the time of this report, the patient was feeling fine and had no further symptoms. Data was received but does not reflect the full investigation window. The allegation and probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the cgm had previously shown a reading of 119 mg/dl before rapidly declining to 54 mg/dl. The reported glucose values fall within the a zone of the parkes error grid while the patient experienced symptoms. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) voluntary MDR/medwatch report number mw5170528. Diabetes mellitus is a known cause of hypoglycemia.